Event description:
It was reported that the downstream sensor was damaged. The event occurred during preventive maintenance.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream sensor was damaged" was not duplicated/replicated. Visual inspection found the downstream occlusion seal was cracked and therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.